Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The lens was received cut in two pieces. The haptics were still attached to the lens optic. Visual inspection using a microscope at 12x magnification revealed the lens to be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was damaged and contaminated, whereby the lens condition is consistent with a lens that has been explanted from the patient's eye. A review of the manufacturing records showed no deviations or nonconformities and that the product met manufacturing release criteria during the manufacturing process. The reported event does not indicate any relationship with the iol design or manufacturing process. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to patient not being satisfied with their vision. The iol was replaced with a z9002 lens with 18.5 diopter, serial number (B)(4). No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.